Event description:
Caller reported an issue with the speaker and vibrate function of their insulin pump, specifically noting that the speaker was not audible. Technical support instructed the caller to adjust the alert sound settings, but the pump did not produce sound for an alert. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to disconnect at the infusion set site and perform other troubleshooting steps; however, the issue persisted, prompting technical support to arrange for a replacement pump with updated software. The customer will continue using their current pump until the replacement arrives and was provided with instructions for returning the malfunctioning pump.